Manufacturer narrative:
Patient date of birth and age unavailable patient weight unavailable.

Event description:
Patient lead extraction procedure in which atrial lead was successfully extracted with 14f glidelight laser sheath. The ventricular lead was fractured and very short, and physician chose to use a 16f glidelight laser sheath to attempt extraction. After numerous attempts were made to remove the ventricular lead, the patient''s blood pressure dropped. Resuscitation efforts initiated immediately, including sternotomy. An svc tear was discovered. Despite rescue efforts, patient did not survive procedure.